Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash, endometriosis and d & c. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("chronic rash post essure coils"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils). Essure was removed. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is 29feb2019. Date of removal: 29feb2019 (as written per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: excellent result status post essure coil placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rash, endometriosis and d & c. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("chronic rash post essure coils"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils). Essure was removed. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: excellent result status post essure coil placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: " previously reported event injury to herself replaced with pelvic pain and made medically significant and intervention required due to surgery." Event rash added. Reporter, medical history, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.